Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The device also exhibited right atrial (ra) impedance measurements of greater than 3000 ohms with an unknown ra lead. The device was reprogrammed to a different shocking vector, as there was a suspected fracture of one of the shocking coils. The ra lead had been programmed off previously due to the high impedance measurements. There were no actions/interventions planned. No adverse patient effects were reported. The device remains in service.